Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was broken. The customer stated that the reservoir did locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.